Manufacturer narrative:
An event of device migration and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the starting implant depth was approximately 5-6mm from the non-coronary cusp, the annulus was moderately calcified with a large calcium nodule in the left ventricular outflow tract of the left coronary cusp, the valve appears to be correctly sized based on provided annular dimensions, and there were no deployment or retraction difficulties. The provided fluoro videos of the procedure were reviewed by an abbott clinical engineering manager. Based on all available information, a root cause for the reported device migration could not be conclusively determined. It is possible that valve calcification caused non-uniform expansion and ultimately contributed to the device migration. However, this cannot be confirmed. The reported aortic regurgitation appears to be a result of the device migration. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for an implant. Average annulus diameter: 23mm, min diameter: 19.1mm, max diameter: 26.4mm, perimeter: 74.3mm, area: 415.5mm2. Initial depth at 80% was approximately 6-7mm and the physician decided to continue to final deployment. There was no push or pull on the system and the nose cone was centralized. The annulus was moderately calcified with a large calcium nodule in the left ventricular outflow tract (lvot) of the left coronary cusp. After full deployment, immediately after the retainer tabs were released, the valve popped out above the annular ring. The final release was unfortunately not recorded. The coronaries were open, full aortic regurgitation and the physician decided to implant another navitor 27mm. Patient was in a stable condition after the procedures.